Event description:
Customer complains that the mesh, instead of integrating, was degrading up to dismantling/breaking up. Procedure delayed more than 30 minutes. No bleeding or tissue loss. They have to use another mesh.

Manufacturer narrative:
(B)(4).